Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was inserted into a representative charger running v16 software to charge and eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize and the battery data was taken and the charge field effect transistor (cfet) status was noted to be tripped. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the handle was charged with a charger, but the red lamp flashed. It was also reported that the shell was not recognized. A new product was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.